Event description:
It was reported that the customer was hospitalized for high blood glucose levels about a year prior to the call in february 2014. The blood glucose reading was 570 mg/dl. The cause of the high blood glucose was unknown, and the customer had tried to bolus using the insulin pump to lower the blood glucose levels. She complained of headaches, thirst, and heavy chest, and she was treated with an intravenous drip and manual injections. She also reported that the insulin pump was cracked on the up and down buttons, as well as at the right corner of the screen. She added that the insulin pump alarmed the auto off or auto suspend alarm. The most recent blood glucose reading was 190 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The auto off alarm functioned properly. The unit had a cracked case at the display window corner, cracked reservoir tube, cracked reservoir tube lip, minor scratched display window, cracked display window and broken belt clip slot. The unit was received without a belt clip; unable to verify damage to belt clip. No damage was noted on the liquid crystal display glass.